Event description:
It was reported that the patient had a loss of therapeutic effect. The device was working a couple of weeks ago and when the patient went to adjust stimulation and had to replace the batteries. It was noted that the patient fell yesterday real hard right on their implant site and it hurt and was swollen. The patient called their health care provider¿s (hcp¿s) office and the nurse told them to contact patient services and to keep on trying. It was reported that stimulation was on program 1 at 1.65v and it was throbbing but the patient could tolerate it and it felt like it was turning on and off which it wasn¿t doing until after the fall. The patient wanted to switch programs and switched to program 2 at 1.15v and that was too strong and the patient ended up decreasing all the way to 0.0v. It was noted that the patient switched to program 3 at 0.0v and increased to 0.35v. The patient started to have problems communicating and they attempted to try to use the programmer without the antenna however the patient was having difficulty so they switched back to using the antenna. It was stated that the patient started increasing and the call was disconnected. Additional information received reported that it was unknown if there was a 50 percent or greater symptom reduction. The cause of the event was determined and it was not device related. It was noted that reprogramming was needed. The patient called the manufacturer representative to assist them and the hcp had no return call from the patient since (B)(6) 2014. It was reported that the troubleshooting done was that the patient had an x-ray of their pelvis and had a stable exam on (B)(6) 2014. It was unknown how the patient was doing now.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0b716, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that there was a change of therapy, specifically intermittent therapy. Since implant, the patient had urinary relief with high stimulation but it affected her sleep. Lowering stimulation did not affect the patient¿s sleep, but symptoms would return. The patient was reportedly in the process of changing to a different program to see if that might help.

Manufacturer narrative:
(B)(4).